Manufacturer narrative:
The reported complaint of ¿lead remained stuck in the header¿ was not confirmed. Upon receipt, only a partial lead was provided for analysis. Lead insertion and removal testing in the implantable cardioverter defibrillator could not be performed due to the condition of the lead as received. Dimensional analysis was conducted on the connector pin, front seal, connector ring, and connector boot, and all were found to be within specifications. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not reveal any anomalies, aside from procedural damage.

Event description:
It was reported that the patient presented to the hospital for a schedule device changeout. During procedure, the right ventricular (rv) lead was unable to be removed from the pacemaker header. Despite the set screw fully removed and pacemaker header chipped, the rv lead remained stuck. The rv lead was capped and the pacemaker was explanted on 25 aug 2025. The both were subsequently replaced. The patient was stable.